Event description:
On november 18th a patient underwent a posterior fixation procedures on unknown levels of the spine. During the procedure there were two driver tips that fractured off into engaged screws that could not be retrieved and were left in patient (related complaint (B)(4)). No adverse patient consequences were reported and the surgery was completed without issue.

Manufacturer narrative:
No device has been returned for evaluation and no radiographs were provided to confirm the unretrieved fragment complaint. No torque handle information was provided. Review of the reported information suggests off-angled excessive force and/or excessive torque applied possibly from an out of calibration torque handle that was not provided for evaluation as the possible root cause. A review of the manufacturing history found no no material nonconformance, no manufacturing error, nor discrepancies with respect to material type, treatments or dimension that may have caused or contributed to this event. Parts met acceptance criteria upon release. No additional investigation can be completed at this time, should more information be received a follow-up report will be completed. Labeling review: "...potential adverse events and complications: as with any major surgical procedures, there are risks involved in orthopedic surgery. Potential risks identified with the use of this system, which may require additional surgery, include: bending, fracture or loosening of implant components...". "...warnings, cautions and precautions: all lock screws should be final-tightened with the counter-torque and torque t-handle. Do not implant the instruments: complications to the patient may include, but are not limited to: nerve damage, paralysis, pain, or damage to soft tissue, visceral organ, or joints. Dural leak in cases of excessive load application or impingement of close vessels, nerves, and/or organs by slippage or misplacement of the instrument. Bony fracture, especially in the case of deformed spine or weak bone. Infection, if instruments are not properly cleaned and sterilized. Breakage of the device, which could make necessary removal difficult or sometimes impossible, with possible consequences of late infection and migration. Breakage could cause injury to the patient. Pain, discomfort, or abnormal sensations resulting from the presence of the device...". "...pre-operative warnings: care should be used during surgical procedures to prevent damage to the devices and injury to the patient...". "...intra-operative warnings: the physician should take precautions against putting undue stress on the spinal area with instruments. Any surgical technique should be carefully followed. It is important that the surgeon exercise extreme caution when working in close proximity to vital organs, nerves, or vessels, and that the force applied to the instrumentation is not excessive, to prevent potential injury to the patient. Over-bending, notching, striking, and/or scratching of implants with any instrument should be avoided to reduce the risk of breakage. When using the maxcess mas tlif system for distraction care must be taken to avoid damaging the pedicles which could compromise pedicle screw purchase. The physical characteristics required for many instruments do not permit them to be manufactured from implantable materials. If any broken fragments of instruments remain in the body of a patient, they could cause allergic reactions or infections. If an instrument breaks in surgery and fragments go into the patient, these pieces should be removed prior to closure and should not be implanted...".

Manufacturer narrative:
The device was received by nuvasive that confirmed the fractured tip complaint. Manufacturing review identified reline final lock screwdriver lot nm4057 was released to the field in mar 10, 2021. Follow up message with the field rep confirmed the surgeon utilized the torque handle in conjunction with the driver during placement, but no torque handle information was provided nor was the handle returned for evaluation. Review of the set history found the set was consigned to the facility on 05/20/2016 with no record of return for inspection or service during that time frame. Review of the returned driver identified the distal engagement tip fractured off sub flush with substantial plastic deformation suggesting a low cycle / high load fracture indicating excessive torque or off axis bending force applied. Review of all of the information received identifies the root cause as physical field damage as these devices were part of a consigned set that was subjected to handling and repeated sterilization cycles after distribution into the field, wear and damage occur over time. All cleaning, inspection and maintenance is the responsibility of the end user staff and no records were provided. The fractured tip per surgeons prerogative was left in-situ fixed in the screw head, the stainless steel materials that were unretrieved in this event can be considered to exert very low toxicity potential and to pose negligible risk to the patient. No additional investigation required. Conversation with the hospital rep included acknowledgment of required torque handle testing and the importance of inspection. No additional investigation required. Manufacturing review: review of the device history record notes no material non-conformances, no manufacturing errors, nor discrepancies with respect to material type, treatments, dimensions that may have caused or contributed to this mode of failure. Parts met acceptance criteria upon release. Labeling review: "...warnings, cautions and precautions: all lock screws should be final-tightened with the counter-torque and torque t-handle. Do not implant the instruments: complications to the patient may include, but are not limited to: nerve damage, paralysis, pain, or damage to soft tissue, visceral organ, or joints. Dural leak in cases of excessive load application or impingement of close vessels, nerves, and/or organs by slippage or misplacement of the instrument. Bony fracture, especially in the case of deformed spine or weak bone. Infection, if instruments are not properly cleaned and sterilized. Breakage of the device, which could make necessary removal difficult or sometimes impossible, with possible consequences of late infection and migration. Breakage could cause injury to the patient. Pain, discomfort, or abnormal sensations resulting from the presence of the device..." "...patient education: preoperative instructions to the patient are essential. The patient should be made aware of the potential risks of the surgery..." "...do not implant the instruments: complications to the patient may include, but are not limited to: breakage of the device, which could make necessary removal difficult or sometimes impossible, with possible consequences of late infection and migration. Breakage could cause injury to the patient..." "...pre-operative warnings: the method of use for the instruments are to be determined by the user¿s experience and training in surgical procedures. The instruments should be treated as any precision instrument and should be carefully placed on trays, cleaned after each use, and stored, according to generally accepted hospital methods and practices. The instruments should be carefully examined prior to use for functionality, excessive wear, or damage. A damaged instrument should not be used as this may increase the risk of malfunction and potential patient injury. Care should be used during surgical procedures to prevent damage to the device(s) and injury to the patient..." "...intra-operative warnings: the physician should take precautions against putting undue stress on the spinal area with instruments. Any surgical technique should be carefully followed. It is important that the surgeon exercise extreme caution when working in close proximity to vital organs, nerves, or vessels, and that the force applied to the instrumentation is not excessive, to prevent potential injury to the patient. Over-bending, notching, striking, and/or scratching of implants with any instrument should be avoided to reduce the risk of breakage. The physical characteristics required for many instruments do not permit them to be manufactured from implantable materials. If any broken fragments of instruments remain in the body of a patient, they could cause allergic reactions or infections. If an instrument breaks in surgery and fragments go into the patient, these pieces should be removed prior to closure and should not be implanted..."

Event description:
On november 18th a patient underwent a posterior fixation procedures on unknown levels of the spine. During the procedure the driver tip fractured off into engaged screws that could not be retrieved and was left in patient, the second driver was found with a fractured tip still in the set and could not be utilized.(related complaint (B)(4). No adverse patient consequences were reported and the surgery was completed without issue.